Event description:
Pt, is a 40 yr white female who was diagnosed with ductal carcinoma of the left breast in 9/92 and underwent a left modified radical mastectomy with immediate reconstruction. On 5/5/93, the pt presented for the final phase of reconstruction which involved placement of a saline filled permanent mammary prosthesis. On 4/28/94 the prosthesis suddenly deflated. On 5/2/94, the pt presented for replacement of the failed prosthesis. Visual inspection at the time of surgery revealed a single pin hole at the periphery of the device at approx the 4 o'clock location. There were no noted anatomical or procedural causes for the device failure.